Event description:
It was reported that the patient's leg had been "dragging." It was stated that the leg dragging started "about 5 weeks" prior to the report and had gotten worse within the last 2 weeks. It was stated that the patient fell "often" and "probably hit his head" during a fall. It was noted that patient would walk and "eventually his legs lost strength and he fell." The patient reportedly felt a 'shocking/tingling on both sides and in his fingers.' It was noted that the patient felt a tingling sensation on his chest that "sometimes ran down his thumb." An impedance test showed that all impedances were "okay" except for the 0-3 electrodes, which were <(><<)>50 ohms. It was noted that the doctor was "not sure if leg dragging was even related to device." It was later reported that reprogramming was not performed. Apart from the impedance check and battery status, no other diagnostics were performed. It was stated that both implantable neurostimulators' battery life were "good" and the impedance check results led to the belief that it was not the cause of the frequent falling. It was noted that there was a possibility that surgery was going performed. It was noted that a date was not given, but it was indicated that it "could be in a week's time." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0227974v, implanted: (B)(6) 2002, product type lead. (B)(4).